Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the left monitor on the 9800 system went dark and the kv and ma went to maximum. No patient injury was reported.